Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized twice due to seizures caused by hypoglycemia. The blood glucose reading at the time of the first hospitalization was 59 mg/dl, and the blood glucose reading at the time of the second hospitalization was 56 mg/dl. During the phone call, the customer's mother stated that the insulin pump's buttons were unresponsive and it was alarming battery out limit. Nothing further was reported.